Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device. The additional two devices with the same reported issue referenced are filed under separate medwatch report numbers.

Event description:
It was reported this was an arteriotomy closure of the right common femoral artery (rcfa) and left common femoral artery (lcfa) using the pre-close technique prior to an endovascular aneurysm repair (evar) procedure. Reportedly, when the plunger was removed, no sutures were attached with two proglide devices used in the rcfa and one proglide device used in the lcfa. The sutures of two new proglide were successfully pre-placed in the rcfa and lcfa. The sheath was upsized to greater than 8.5fr sheath and the evar procedure was completed. Hemostasis was achieved in the rcfa with the pre-placed proglide sutures and a third proglide device. Hemostasis was achieved in the lcfa with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.